Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The difficulty to remove is related to case circumstances and cannot be replicated in a lob environment. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (single smc device placement). The IFU violation did not contribute to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture the device being removed against resistance. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, pressure was felt when the lever was returned to its original position and the foot did not retract completely. The prostyle device was removed against resistance, no vessel damage was noted. Hemostasis was achieved with the suture of the same prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.